Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulty. In this case, it is likely that the balloon interacted with calcification or associated devices causing damage to the balloon material resulting in rupture during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in a below the knee artery. The 2.0x200mm armada 18 balloon dilatation catheter was advanced to the target lesion however during the second inflation the balloon ruptured at 8 atmospheres. The procedure was completed using another device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.